Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system continuously kept beeping and the x-ray never initialized. It was found that one of the power wires coming out of a transformer terminal block was not making good contact. All the wires coming in and going out of the terminal block were reseated and the issue was resolved. The system then passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site's system was beeping. The system was rebooted without resolution. There was no patient present when this issue was identified.